Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they had multiple surgeries/issues with their ins within the first 18 months of their implant. Pt stated for their first surgery didn't heal, the second surgery their ins poked out so they readjusted the implant and the implant creeped out again. Pt also stated the second surgery their implant didn't heal and was seeping out all the time. Pt noted there was a pinpoint area where the doctor could look and see the device. Pt noted they put the ins back in and it stuck out and they put it back in again. Ps attempted to clarify the third surgery but pt was confusing. Pt noted they had been fine since then.